Event description:
Event description guidant received information that this implantable cardioverter defibrillator was exhibitiing electrogram noise associated with oversensing and the delivery of inappropriate shock therapy. The device was explanted due to a battery status indicator of eri (elective replacment indicator) associated with a charge time of 28.0 seconds.